Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on an unknown date with blood glucose of 18 mg/dl. The customer was treated with intravenous glucogone. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose level was 168 mg/dl, 143 mg/dl and 139 mg/dl. The drive support cap was normal. The customer alleged insulin pump was over delivering because the insulin pump had 5 units of insulin and the customer had a low blood glucose level. The insulin pump will not be returned for analysis.